Event description:
It was reported the patient fell on (B)(6) 2014 and her ipg turned off after her fall. Patient has been unable to turn stimulation back on since the accident, and no external devices will communicate with her scs ipg. The patient had an ipg replacement surgery on (B)(6) 2014, and effective stimulation was reportedly established postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.